Event description:
It was reported that a request was made for technical services (ts) to review reports for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, ts found evidence on high capture thresholds for this left ventricular (lv) lead. Ts recommended cardiology evaluation for lv pacing threshold of this patient. No adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).